Event description:
Facility technician reported a blood leak alarm occurred during a patient treatment on a meridian hemodialysis machine and the blood pump did not stop. An actual blood leak was not confirmed. Hemastick test strips gave a negative result for blood. It was reported by the customer that the blood leak detector may have shorted out due to solution on the sensor assembly. The machine treatment clock time stopped due to the alarm and therefore the patient did not complete twenty minutes of their treatment. There was no patient injury or medical intervention associated with this incident.